Manufacturer narrative:
Patient age at time of event: over 18 years old. Device is a combination product. (B)(4) device evaluated by MFR.:the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on the balloon and the crimped stent was damaged along its entire length with overlapping and bunching of stent struts. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. The stent was found to have moved proximally on the balloon; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-sep-2015. It was reported that crossing difficulties were encountered. The 95% stenosed, 22x4.00mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 4.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent moved on balloon.